Event description:
It was reported the stretcher is allegedly unexpectedly lowering approximately 6 inches during use. The issue started out intermittent but is becoming more regular. There were no reports of adverse events or injuries associated with the reported issue.

Manufacturer narrative:
The subject stretcher was returned to manufacturer for a visual and functional evaluation. The reported issue was able to be duplicated. The contributing factor was determined to be the actuator. The actuator was replaced and the stretcher was returned to the customer.

Event description:
It was reported the stretcher is allegedly unexpectedly lowering approximately 6 inches during use. The issue started out intermittent but is becoming more regular. There were no reports of adverse events or injuries associated with the reported issue.